Event description:
Philips received a complaint by the customer on the v60 indicating that the touch panel did not operate properly. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer¿s international service technician replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, and the failure was confirmed. Pil found that the touchscreen flex circuit passed all resistance testing with solid results. The touchscreen also passed all diagnostics testing and passed all operation testing noted in step 2 of this analysis. The touchscreen operated as expected with no issues noted.